Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure. A review of the procedure log showed the permanent cautery spatula instrument (part# 420184-09 / lot# n10150421-587) was last used on (B)(6) 2022 during this myomectomy surgical procedure with system (B)(4). The permanent cautery spatula instrument had 2 uses remaining. Image review of the permanent cautery spatula instrument was performed by an isi failure analysis engineer (fae), analysis identified a broken pitch cable. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon could not control the permanent cautery spatula instrument. The customer inspected the permanent cautery spatula instrument and discovered that the wire was broken. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure.